Manufacturer narrative:
The user facility reported the explant to FDA via the medwatch program on 2022.07.12. Ref: mw5110882. However, the user facility did not report the perineal erosion, rather cited "leakage". Based on communication with the implanting physician, uromedica found that although the patient was still experiencing incontinence symptoms approximately 1 month after proact implantation (not atypical), the perineal erosion was the primary cause of explant. Uromedica complaint-(B)(4).

Event description:
Perineal proact tubing erosion necessitating explant.

Manufacturer narrative:
Updated data and coding information to reflect receipt of returned device and subsequent analysis.